Event description:
During a cath lab procedure, the pt went into a shockable rhythm. Disposable defibrillation electrodes were attached to the pt, the charge switch was pressed and the device indicated connected electrodes and use was inhibited. The staff obtained a back up defibrillator, revoved the therapy cable from the device and attempted to attach the quik combo cable to the back up. The device operator then attached hard paddles to the back up device, removed the electrodes and continued care to the pt. The pt was resuscitated. The reporter stated there were no adverse affects to the pt as a result of device operation.